Event description:
Additional information received indicated the physician doing surgery on the patient's back was able to "cut off" the device before the case began. It was unknown if the patient had turned his device back on.

Event description:
It was reported that the patient was not able to adjust his stimulation. A power-on-reset (por) condition and "call your doctor" icon were displayed on the device's programmer. The patient's implantable neurostimulator (ins) was off because of the por condition. It was unknown why the por was present. Patent information was not obtained, as the patient was in the operating room. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot#: v360696, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial#: (B)(4), product type: programmer. (B)(4).